Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Phone: (B)(6). It was indicated that neither the device or the foreign material are returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model zcb00 +21.0 diopter), the surgeon discovered under the microscope that there was a black object on the surface of the lens. Reportedly, the lens remains implanted. Additional information was received and it was learnt that one day post-op the patient had good vision 0.6 and no discomfort. The account commented that the debris cannot be returned for evaluation as it could not be removed from the lens. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.